Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted during testing. Unable to perform operating currents check due to unresponsive buttons. Insulin pump had a broken battery cap, cracked battery tube threads and cracked belt clip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reports that insulin pump received a button error alarm. It was reported that customer was on his way to see healthcare professional. When customer arrived he received a low battery alarm. When customer removed insulin pump, it would not suspend and keypad was not responding. When battery cap was inspected it was found that a metal portion of battery cap was missing. After troubleshooting, it was advised that insulin pump would need to be replaced. No further information provided.